Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced intermittent elevated blood glucose (bg) levels of 277-520 mg/dl. Cause was not known. A correction bolus and pump supply changed were made to address the bg. A replacement pump was sent to the customer.